Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07351. Follow up information identified the patient¿s octrode leads were explanted and replaced with a single surgical lead. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07351. It was reported the patient experienced ineffective stimulation due to the migration of both leads, as confirmed by x-rays. As a result, the patient may be awaiting surgical intervention.